Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer continued to use the pump for insulin therapy, and has an alternate method available for insulin therapy. There was no reported adverse impact to the customer.